Manufacturer narrative:
The lot number was provided. A review of the approved device history records indicated the lot met all release criteria. A lot history trending review was performed and there were no similar complaints for this lot number. The device has been returned to the manufacturer. The investigation is underway. The instructions for use (IFU) identifies premature or difficult coil detachment as potential complications associated with use of the device.

Event description:
It was reported that during a gastroduodenal artery embolization treatment for a gastrointestinal bleed, the coil detached inside the catheter. The coil was removed in its entirety along with the catheter. There was no reported patient injury or intervention. The patient was reported to be stable.

Manufacturer narrative:
The device was returned with the pusher for analysis. Investigation of the pusher found the proximal end to be damaged. The proximal connector was found to be kinked. The proximal solder joints were found to be intact. The attachment bond was found to be solid and intact. The distal end of the coil was without damage, and did not display signs of a thermal detachment. The attachment tether was found to have rebounded .026." The tether was wavy inside the body of the pusher. The distal end of the monofilament did not exhibit a profile to that definitively represented stretching or thermal detachment. Based on the investigation findings and available information, the reported complaint is confirmed, as the implant was found to be detached from the pusher upon return. The root cause cannot be definitively determined, but is suspected to be the result of tensile forces that exceed the specification of the device. It is unknown as to whether the implant was being advanced or retracted when the detachment occurred. The wavy nature of the tether is indicative of excessive stretching of the material, which could occur during retraction of a implant that is stuck in a microcatheter. The microcatheter and implant were not returned preventing further analysis.